Event description:
During a laproscopic case, the jaws broke inside the patient. The surgery was delayed, however, at the time of reported complaint, the length of the delay was unknown. Additional information has been requested.

Manufacturer narrative:
Manufacturing site evaluation: waiting for product return.